Manufacturer narrative:
(B)(4).

Event description:
Additional information was received from the representative on (B)(6) 2016. In regards to the low reservoir alarm and if the patient missed a refill, reportedly the patient did not know the refill date until the device was interrogated. However, missed refill was not intentional. Reportedly, the physician missed the low reservoir date/refill. The pump was then refilled on (B)(6) 2016. The pump had not been interrogated after the report of the pump alarming at 6 pm after the representative had sat with the patient for three hours. No further troubleshooting occurred and no further logs are available. As a result of the 6 pm pump alarm, the patient reported that the therapy had not been interrupted neither bad symptoms occurred. The resolution is unknown. The pump reportedly will not be explanted. Should additional information be received a supplemental report will be filed.

Manufacturer narrative:
(B)(4).

Event description:
Information was received from the patient who was receiving lioresal via an implantable pump with indication for use as severe spasticity. The concentration was 2000 mg/ml. Dose 319.9 mg/day and the medical history was reported as "none". The lot number and concomitant medications were not obtainable. It was reported that on (B)(6) 2016, during normal use of the pump, the patient heard the critical pump alarm sounded every hour. The patient noted that the therapy worked correctly. No troubleshooting had yet been performed but an appointment was scheduled to check the device. No surgical intervention occurred and it was unknown if surgical intervention was planned. At the time of the report the patient's status was reported as alive-no injury. The issue was reported as unresolved at that time. It was further provided that the pump had a motor stall on (B)(6) 2015 at 16:39 and the cause was not determined. Only one stall was noted. Troubleshooting and diagnostic testing included pump interrogations in which the session report from (B)(6) 2016 at 14:01 noted also that a pump period may exceed tube set occurred on (B)(6) 2015 at 16:39 and a low reservoir alarm occurred on (B)(6) 2016 at 23:57. The estimated elective replacement indicator (eri) was 76 months. The expected reservoir volume was 1.6 ml in which the low reservoir volume alarm, set at 2 ml, was estimated to occur on (B)(6) 2016 . After the pump update, the reservoir volume on the pump print out remained 1.6 ml with the low reservoir alarm now set at 1 ml and the expected low reservoir to occur in three days on (B)(6) 2016. The second session report from (B)(6) 2016 at 14:12 noted that the motor stall recovered on (B)(6) 2016 at 14:07" after the physician programmer interrogation". This session report noted that after the pump update the reservoir volume on the pump print out remained 1.6 ml with the low reservoir alarm set at 1 ml and the expected low reservoir to occur in three days on (B)(6) 2016. After the device interrogation a representative stayed with the patient for three hours waiting for pump alarm sound, but no alarm or sounds were heard. However, at the time that the representative came to the airport the patient notified the representative that the "siren alarm was listened around 6 pm". The therapy was effective and no underdose or overdose were reported. The patient was concerned about the pump sounding every hour and if this could deplete battery. The device remains implanted at this time. No actions or interventions were taken to resolve the event. However, it was also reported that a replacement was ordered by the physician. Additional information was requested to clarify the low reservoir, if the patient or health care provider missed a refill or the low reservoir messages, if not filling the pump was intentional, the cause of the pump alarm that occurred reportedly at 6 pm, if further interrogations of the pump occurred and if these were available, further troubleshooting, the planned explant date of the pump, resolution, and product return. Should additional information be received a supplemental report will be filed.